Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a symphion fluid management accessory device was opened to be used in a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the pressure sensor fell off the ground and became unsterile when the physician was about to advance the scope. The procedure was completed with another symphion fluid management accessory device. There were no patient complications as a result of the event. The patient condition at the conclusion of the procedure was reported to be fine.